Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 680r36 annuloplasty ring, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient had also experienced diaphragmatic stimulation. Lead output was fixed to slightly above capture threshold to minimize stimulation of the diaphragm. Capture threshold was later reported to have increased and there was no longer a window where the lead did not stimulate the phrenic nerve. The lead remains in use but a lead extraction and replacement will be scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later explanted and replaced as the physician could not program around the stimulation.